Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00157. Concomitant medical products: articular surface fixed bearing cruciate retaining (cr) item# 42511000110 lot# 63265599, 42532006701 tibia cemented 5 degree stemmed left size d 63632213. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a left total knee arthroplasty and following that procedure the patient lacked full range of motion due to arthrofibrosis. Subsequently, the patient underwent manipulation under anesthesia (mua). There is no additional information at this time.

Manufacturer narrative:
D11-medical products: articular surface fixed bearing cruciate retaining (cr). Item# 42511000410, lot# 63265599. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed as no product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified that initial post-operative views demonstrate anatomic alignment of the left knee arthroplasty components. There is no osseous abnormality. Skin staples are present. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.